Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that on jan. 3rd, 2020, the patient presented to the clinic for a scheduled follow up and atrial lead noise was noted again. No programming changes were made per the physician's instructions. The patient's condition was stable.

Manufacturer narrative:
The reported event of lead noise on the right atrial lead could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow up in clinic as the device was approaching elective replacement indicator (eri), automatic mode switch (ams) episodes due to atrial lead noise was noted. Noise was reproduced during in clinic testing with isometric exercises. No intervention was performed, and the right atrial lead remains implanted. The patient was in stable condition.